Manufacturer narrative:
(B)(4). This report was previously submitted under 0001822565-2018-04052. Report source - foreign, (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received and reviewed by a health care professional. Review of the x-rays identified limited evaluation was possible as the images provided were undated. No evidence of tibial or femoral component malalignment and no evidence of component loosening or other abnormality was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision due to instability of patella approximately 2 months after initial surgery.